Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Lead revision is anticipated. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the right ventricular (rv) lead was revised. During the revision, the rv lead was unable to be explanted due to tight adhesion in the sub clavicular path, therefore, the rv lead was capped and replaced. The patient was stable.